Event description:
Post-lasik severe dry eyes after bausch and lomb technolas laser, zyoptix system. Dr (B)(6), (B)(6) eye institute, (B)(6) hosp performed the surgery. Onset began with intermittent dry eyes approximately 6 months post-lasik with constant, severe dry eyes at approximately 11 months post-lasik. In the pre-lasik interview phase, I specifically asked about the worst outcome that any lasik pt of dr (B)(6) had experienced. I was told that the worst outcome was one eye less than 20/20, which could be retreated. I expressed concerns about dry eyes, and was told that post-lasik dry eye was rare and usually occurred only in pts who had a history of dry eyes. Even so, I was told that complications were mild and treatable.